Event description:
It was reported that a device alarms for a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The system error 322 was reproduced during testing, however the specific component could not be identified. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.